Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer's blood glucose level. The customer resumed insulin delivery after five minutes without any further alarms and received tips from technical support to prevent future altitude alarms.